Event description:
The physician reported on (B)(6) 2014 that in the last 2 months he had a patient who underwent a 6f pci (percutaneous coronary intervention) procedure. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The patient developed an rp (retroperitoneal) hematoma after the pci. The patient did not "survive". The aci sales rep asked the physician if he took a femoral angiogram prior to closing the femoral access with the device, the physician stated he did not. The physician asked why he needs to take a femoral angiogram prior to using a vascular closure device. The aci sales rep explained to the physician the importance of performing a femoral angiogram and informed the physician that the information is also noted in the IFU (instructions for use).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the physician did not take a femoral angiogram prior to closing the femoral access with the mynxgrip vascular closure device. It should be noted that the instructions for use (IFU), warnings section indicate the following: "do not use the mynxgrip vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site."